Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during day drain 1 of 1. During troubleshooting, the home patient (hp) revealed that the patient line was full of air. The hp stated that when he noticed that the hc machine was not draining him, he disconnected himself and tried to drain out manually, but without any luck. The hp stated that the hc machine might have continued draining when he disconnected. The tsr explained that supplies were then compromised and hp would need to start over with new supplies. The tsr advised the hp to call the nurse and inform her of any missed therapy. The hp would end therapy and agreed to call the nurse. During a follow up with the nurse regarding the air in line, it was revealed that the hp is on manual supplies temporarily. Per nurse, the hp has no issues when performing therapy on the manual supplies. This writer advised the nurse to have the hp contact baxter if hp encounters problems on the hc machine. The nurse understood. Per nurse, hp is doing fine and continuing therapy manually without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The nurse expected the hp to have discarded the supplies. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Per the complaint information, the cause of the ldva was air in the patient line. A batch review was performed on the associated lot (h10f13016) with no issues noted. Per the complaint information, the patient disconnected during drain and reconnected thus causing air in set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).